Event description:
Revision surgery - the pt fell in 2008, and injured her left knee. The pt had a little bit of pain but nothing significant to request a revision surgery. The pt then came back with her knee unstable and hyper flexing. The surgeon swapped out the original insert 4/13 to a 4/19 insert.